Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This device was eventually explanted and returned back from the field for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital feeling dizzy. Review of their pacemaker indicated intermitted loss of capture (loc) and high threshold measurements on the right ventricular (rv) channel. A high out of range pacing impedance measurement of greater than 2000 ohms was also noted on the rv as well. Testing was unable to reproduce any loss of capture and only one maneuver elicited a high impedance measurement. The physician elected to reprogram the pacemaker and it remains in service. No adverse patient effects were reported.